Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) catheter therapy that there was a rapid gas loss alarm. There was also blood detected. The therapy was discontinued. There was no injury or harm to the patient.